Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose was 587 mg/dl. The customer attempted to self-treat with a bolus via pump. The customer went to the emergency room and was treated intravenously with fluids of saline and insulin. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.